Event description:
The customer reported a contained leak in the reagent carousel compartment on their unicel dxc 600 pro synchron system. The customer stated fluid was found on top of the reagent cartridges in the reagent carousel compartment but was unable to determine the exact source of the leak. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the source of the leak was reagent probe b. The fse replaced the reagent probe b wash collar valve (solenoid valve) to resolve the issue. (B)(4).